Manufacturer narrative:
The subject device has not been returned to olympus medical system corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record of the past one-year from the incident date, nothing abnormal was found. Process inspection sheet; quality inspection sheet. Based on the past similar cases, there is a possibility of the basket wire break due to the following mechanism. (1)the basket got stuck in the bile duct due to the grasped gallstone; (2)the gallstone was crushed using a mechanical lithotriptor; (3)the crushing operation applied a large load exceeding the tolerance of the basket. As a result, the basket wire broke off. The instruction manual of the device has already been described followings; (1)check that no abnormality is detected in the action of the handle. If there is any abnormality, the calculus may not be retrieved and/or the basket with calculus engaged may not be removed from the body; (2)when the basket does not open and/or close smoothly, do not apply force but move the forceps elevator, set the scope¿s angle back, or move the position of the basket until the basket opens and closes smoothly. If the action is forced, the tube may stretch and the resistance of the handle may increase. Also the calculus may not be retrieved, and/or the basket with calculus engaged may not be removed from the body; (3)this instrument will deform and/or deteriorate by performing calculus retrieval. Repetition of calculus retrieval will extend the effect. By such deformation and/or deterioration, calculus may not be retrieved and/or the basket with calculus engaged may not be removed from the body. If calculus retrieval needs to be repeated in a single case, make sure to check the action and the appearance each time that no abnormality is detected (e.g. Basket wire cut or worn, tube sheath bent etc.). Stop use when any abnormality is detected.

Event description:
Olympus medical system corp. (Omsc) was informed that during procedure, the retrieval basket wire of the subject device was broken. Complications occurred in the patient. There was no further information reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".